Manufacturer narrative:
(B)(4).

Event description:
It as reported that the oxygen (o2) sensor of an 840 ventilator was out of range. Although requested, patient involvement information has not been provided by the customer.